Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple insulin pump errors. The customer's blood glucose levels were 294 mg/dl at the time of the incident. Troubleshooting was performed. Some of the insulin pump errors had occurred multiple times before. The insulin pump will be returning for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor error noted during testing. No battery alert noted during testing. Motor was tested outside device and passed.